Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that one of the veltri prefilled cadd cassettes #2 was fast beeping no disposable alarm which was unresolved by troubleshooting it, with the same result on the backup pump. No patient injury was reported.